Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device's log files were not uploaded. The ventilator was investigated at site by our field service engineer (fse) and found out that the air and o2 nozzle units were defective and required replacement. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. Internal leakage test sequence checks the internal leakage, with test tube connected, using the inspiratory and expiratory pressure transducers. Checks that the leakage at 80 cmh2o is maximum 10 ml/min. The replaced parts were not returned for investigation, hence the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).